Event description:
The customer reported via phone call that the insulin pump was cracked at the place where the reservoir locked in. The customer explained that the reservoir compartment began chipping three months prior. The customer's blood glucose was 178 mg/dl. The customer stated the damage was at the top of the reservoir compartment. The customer was unaware of how the damage exactly occurred. The customer declined a replacement insulin pump at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.